Manufacturer narrative:
Upon review of further updates, it was determined that the event was only a routine replacement of expired parts as per preventive maintenance plan. Hence, the record is not valid and follow up report is not necessary.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6), event site name: (B)(6), a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that preventive maintenance revealed cardiosave intra aortic balloon pump (iabp) safety disc was about to expire. There was no patient involved.